Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarms were noted. The motor passed the motor test. Unable to verify the motor position encoder error alarm in the alarm history due to an over written history file. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm. Customer's blood glucose was 130 mg/dl. Device alarmed multiple motor position encoder error alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.